Event description:
It was reported that, during a shoulder arthroscopy, a healicoil knotless pk nst was pulled out after insertion. The insertion site was cleared of all debris, and all the parts of the device were pulled out completely. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found the device´s label with the correct information. The device is not shown. The failure could not be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for assessment.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: corrected information on: g3.